Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013217833); product type: 0195-heart valves; implant date: non-implantable device product ID evfxplus-29 (r256550); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve evfxplus-29, inspection of the valve load identified crowding possibly up to node 4. A pre-implant balloon dilation was performed with a 20 mm balloon in the setting of heavy cusp calcification and sinotubular junction calcification. During deployment to 80%, an infold in the valve frame was noted. The valve was recaptured partially and withdrawn from the patient with some difficulty. It was further reported that thevalve would not fully re-sheath despite use of the overdrive feature. On recapture as the nose cone re-sheathed into the distal end of the capsule, it appeared to get caught in the infold, which prevented it from re-sheathing. The capsule was observed to be buckled; the delivery catheter system (dcs) was described as feeling ¿sticky¿ while advancing over the guidewire and the capsule was difficult to straighten. There was concern that a damaged capsule could cause trauma to the femoral vessels. Tortuosity in the femoral vessels and slightly unusual arch anatomy with a rightward shift of the descending aorta were noted. After the capsule was straightened, the dcs was removed from the femoral artery with difficulty but without trauma. A second dcs and valve were prepared, a more aggressive pre-implant balloon dilation was performed with a 24 mm balloon, and the second valve was deployed successfully, with trivial paravalvular leak and no gradient noted. There was a procedural delay of approximately 10 minutes while a new valve was prepared and screened. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: six images related to the event were provided. No computed tomography (CT) executive summary was available to assess anatomical considerations. Additionally, no fluoroscopic valve check was documented to confirm correct valve loading prior to deployment. A valve misload may be identified by inflow crown overlap extending to or contacting the fourth node, outflow crown misalignment and/or lack of parallel alignment with the paddle attachment, visible shadowing or outlines suggestive of a bent strut, or a curved or bent appearance of the capsule. Per medtronic instructions for use (IFU), if a misload is detected, the entire system¿including the valve, catheter, loading system, and loading tray¿must be discarded and replaced. It was reported that inspection of the valve load identified inflow crown crowding, possibly extending to the fourth node. Per medtronic best practices, inflow crown overlap that does not terminate before the fourth node within the capsule increases the risk of valve infolding upon deployment in constrained anatomies, particularly in the presence of moderate to severe calcification and/or bicuspid anatomy. During deployment to approximately 80%, an infolding of the valve frame was reportedly observed. The valve was partially recaptured and withdrawn from the patient with some difficulty. It was further reported that the valve could not be fully re-sheathed despite use of the overdrive feature. During recapture, as the nose cone advanced into the distal end of the capsule, it appeared to catch on the infolded portion of the valve frame, preventing full re-sheathing. The available images support that the valve was recaptured within the body and not fully re-sheathed prior to removal. Once outside the body, evidence shows capsule bulking in the outflow portion of the valve. Upon opening the capsule outside of the body, the valve appeared to demonstrate inflow crown overlap extending beyond the fourth node. Based on the limited number of images provided, it is not possible to conclusively confirm or exclude the root cause of the capsule buckling or valve infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.